Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received sufentanil (693.0mcg/ml, 215.21mcg/day) and compounded baclofen (3000.0mcg/ml, 931.6mcg/day) in an implantable pump for intractable spasticity and multiple sclerosis. The patient experienced intrathecal baclofen withdrawal/withdrawal symptoms following a missed pump refill appointment. The pump was interrogated in the emergency department (ed). The reservoir volume was 0.7ml at that time (low reservoir volume alarm set at 2.0ml). A returned print report indicated the low reservoir alarm occurred (unknown date) and the reservoir volume as of (B)(6) 2016 was 0.3ml. The ed and intensive care unit (ICU) were coordinating with the manufacturer and operating room pharmacy to have the pump refilled. The issue was considered ongoing. The managing hcp dismissed the patient due to unrelated reasons and the would be returning to a skilled nursing facility. No surgical intervention was planned or scheduled. The current status of the patient was unknown. The pump was refilled with baclofen only and the patient seemed fine when the pump was updated. No additional information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.